Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a hospitalization due to high blood glucose readings customer's blood glucose reading was between 291 and 300 mg/dl. Customer was treated with IV drip. Customer reported nausea, vomiting, abdominal pain, and difficulty breathing as symptoms. Customer had an upper respiratory infection prior to event. Cause of event was due to diabetic ketoacidosis. Customer was wearing device at time of admission. Customer declined troubleshooting. Nothing was replaced or returned.